Event description:
It was reported that a user of the ilet experienced hyperglycemia after the continuous glucose monitor (cgm) sensor expired, the last cgm value had been low, and the user consumed a high-carbohydrate meal without announcing it; subsequent fingerstick readings were 397 mg/dl and later 372 mg/dl, with the infusion set in the abdomen and cgm type fsl3+. Symptoms included dizziness associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included a review of dosing behavior and device use patterns. Investigation of this case revealed that the device functioned as designed and that the event was associated with a missed meal announcement and lack of glucose monitoring following sensor expiration, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcement and reliance on an expired sensor, were the probable cause.

Manufacturer narrative:
Initial.